Event description:
A customer contacted global technical service (gts) regarding a system error (se) 2084 alarm that occurred on the homechoice (hc) during priming. The caregiver (cg) stated she just turns the hc off and on and goes through the setup again. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Product surveillance received a call from the home patient's nurse on (B)(6) 2012 and she said she was not aware of the patient having had that issue. She was actually the head nurse and she said she would followup with the nurse who normally works with the patient. As far as she knows the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.